Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 16-20, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a sealed bag that contains the infusor device which suggests a leak occurred. Closer examination on the photo also showed the cause of leak was due to a broken tubing line at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause was related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The pump contained cefazolin 6000mg in 240ml 0.9% sodium chloride. This was observed while the device was inside the overpouch bag. There was no patient involvement. No additional information is available.